Event description:
It was reported that the patient experienced dysarthria. The physician assessed that the dysarthria was not device related however, he reasoned that the lead should be moved laterally for better lead placement. Therefore, the patient underwent a lead revision procedure. The lead was replaced and the patient was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.